Event description:
The customer reported an infusion of dilaudid pca dose + continuous completed sooner than expected. Dilaudid was ordered for 0.3 mg/pca does, 4 mg/hr continuous with a max dose of 6 mg/hr. A new syringe (size and volume not provided) was inserted at 2140. At 0400, the pca module alarmed for syringe empty. The device was checked by two nurses. The pca history displayed "pt rec'd 27.8 mg total last 8 hrs, volume 58.61 total volume rec'd since 1800, and 15 demands and 9 delivered."

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected prod has been rec'd and the eval is pending. A follow up report will be submitted once the eval is completed.